Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted and dried blood was noted in the helix housing. The lead was found electrically continuous and passed pressure testing as well as stylet insertion. A laboratory technician tested the helix mechanism and found it was nonfunctional. X-ray of the lead indicated both the terminal and electrode ends were intact and without anomaly. Based upon the clinical observations and the laboratory findings, we believe that body fluid inside the helix housing may have contributed to the irregularity in helix function. No device characteristics were identified that would have caused or contributed to the reported cardiac perforation.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during implant this right atrial (ra) lead exhibited low sensing amplitude in its original location and was repositioned to the anterolateral wall of the ra requiring 30 turns of the fixation tool to advance the helix. Lead measurements were satisfactory at that point and the procedure completed. The following day the patient complained of chest pain. Upon evaluation, a pericardial effusion was found in addition to high atrial pacing threshold measurements. X-ray confirmed the lead position remained unchanged and a microperforation was suspected. A revision procedure was subsequently performed wherein the lead was explanted and replaced with a competitor product. No additional adverse patient effects were reported. This lead is no longer in service.